Event description:
In 2008, the sales rep reported that during surgery the surgeon noticed that when implanting the closure top there was a squeaking sound. On a six week post-op x-ray it was noticed that one side of the tulip head was disassociated from the screw. The surgeon does not plan to revise at this time. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is still implanted. Investigation pending.